Manufacturer narrative:
Product complaint # (B)(4). Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "a prospective randomized study comparing postoperative pain, biological fixation, and clinical outcomes between two uncemented rotating platform tibial tray designs" written by paul hegarty, mb bch, mrcs , andrew walls, mb bch, mrcs, seamus o¿brien, phd, barbara gamble, bsc, laurence cusick, mphil, frcs, and david e. Beverland, md, frcs published by the journal of arthroplasty made available online on 24 september 2019 was reviewed. The article's purpose to study if the biological interface of ha coating and tray design would provide a reduction in time to implant osseointegration, allowing for normal physiological stress transfer, thus improving early postoperative pain and rehabilitation. Data was compiled from 91 knees at the 10 year endpoint. A comparison between lcs complete duofix and lcs complete porocoat coatings. Cement manufacturer is not identified and patella resurfacing was not performed. Depuy product: lcs complete. Adverse events: infection (treated by revision/washout). Superficial wound infection (treated by antibiotics). Spin out of liner (spontaneously reduced and needed no further intervention). Femoral periprosthetic fracture (treated by orif). Partial patellar tendon avulsion (no treatment provided). Prolonged wound ooze (no further information). Hematoma (no information regarding treatment). Femoral dvt (no information regarding treatment). Pulmonary embolism (no information regarding treatment).